Manufacturer narrative:
Device received at synthes gmbh and is in the evaluation process, no conclusion has been drawn.

Event description:
Device report from colombia reported a plate broke post operatively. Patient with fracture of femur diaphysis; osteosynthesis material (condylar plate) broke 6 months after surgery. Patient required a second surgery due to a distal femur nonunion. This is the first of two reports for this event.